Event description:
Patient reported obtaining a blood glucose result of 245 mg/dl, while using the suspect device. Based on this result, patient reportedly delivered 10 units of insulin glargine. Thirty minutes later, patient reportedly retested, using the suspect device, and obtained a result of 285 md/dl. Patient then delivered an additional 5 units of insulin glargine. Patient stated that, approximately 30 minutes later, he experienced hypoglycemic symptoms ("weak and shaky"). Patient retested blood glucose, using the suspect device, and obtained a result of 245 mg/dl. Patient immediately retested, using a different blood glucose monitor, and obtained a result of 50 mg/dl. Patient self-treated hypoglycemia by eating 4 glucose tablets. No additional treatment was received. Patient stated that quality control testing had been performed, by his pharmacist, on the suspect device and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.